Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the bd preset¿ eclipse¿ was found damaged or open where seal was compromised. The following information was provided by the initial reporter: translated to english: this is a report about an open package. During the inspection at the customer's side, one package was found to be open.